Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the femoral artery puncture was successful, and the sheath tube and balloon were sequentially implanted under an x-ray line. After implantation, the balloon could not be withdrawn from the supporting sheath tube but could only be pulled out together with the balloon and the sheath tube. As a result, a new catheter was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab catheter stuck in sheath is not able to be confirmed. According to the event details, after catheter implantation the user attempted to withdraw the catheter through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The root cause of the complaint is undetermined. A potential cause is customer handling/removal technique. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the femoral artery puncture was successful, and the sheath tube and balloon were sequentially implanted under an x-ray line. After implantation, the balloon could not be withdrawn from the supporting sheath tube but could only be pulled out together with the balloon and the sheath tube. As a result, a new catheter was used. There was no report of patient complications, serious injury, or death.